Event description:
The consumer alleges the chair tipped over on top of her resulting in injury requiring rehab.

Manufacturer narrative:
MFR received letter from consumer alleging injury requiring rehab. No conformation of alleged injury. However, MDR filed as conservative measure. MFR spoke with dealer and was advised consumer operates chair aggressively. Info indicates this may of contribute to alleged event.